Event description:
The customer obtained a discordant, negative vitros (B)(6)result ((B)(6)) from a single proficiency sample while using the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur on patient samples. There was no report that patient samples were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a discordant, negative vitros (B)(6) result was obtained from a single proficiency sample while using the vitros eciq immunodiagnostic system. The investigation could not determine a definitive root cause. An unknown sample interferent could not be ruled out as a contributing factor. There was no evidence to suggest that an instrument or reagent related event contributed to the event.